Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient procedural details to date.

Event description:
It was reported that during a follow-up examination 16 months post implantation of the vascular stent in the left sfa, the distal part of the stent was found to be fractured and reoccluded.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, the sfa was found to be occluded but a stent fracture could not be identified. Due to poor resolution of the images, a stent strut fracture was not visible. The vessel was calcified and slightly curved which further reduced the visibility of the single stent struts. Therefore, a stent deficiency could not be confirmed. There is no indication for a relation between the device and the vessel occlusion. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- and/or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. In this case, pre- and post-dilation was performed and no difficulties occurred during stent release. Access was gained over the popliteal artery via ipsilateral retrograde approach and no abnormality was identified after stent placement. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. The IFU also indicates that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in the clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Furthermore, the IFU states: "gain femoral access utilizing a 6 f or larger introducer sheath. Insert a guide wire of appropriate length and diameter across the lesion to be stented via the introducer sheath." The IFU also indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that during a follow-up examination 16 months post implantation of the vascular stent in the left sfa, the distal part of the stent was found to be fractured and reoccluded.